Event description:
Small part of (tampon) left inside body [foreign body in reproductive tract]. Pulled out the tampon... Small part of it left inside body [complication of device removal]. Pulled out the tampon... Small part of it left inside [device breakage]. Consumer reported that after removing the tampon, a small part of it remained in her body. No serious injury was reported.

Manufacturer narrative:
Correction: the suspect product in this case is tampax/tampons/radiant.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Small part of (tampon) left inside body [foreign body in reproductive tract]. Pulled out the tampon small part of it left inside body [complication of device removal]. Pulled out the tampon small part of it left inside [device breakage]. Consumer reported that after removing the tampon, a small part of it remained in her body. No serious injury was reported.

Event description:
Small part of (tampon) left inside body [foreign body in reproductive tract] pulled out the tampon... Small part of it left inside body [complication of device removal] pulled out the tampon... Small part of it left inside [device breakage]. Consumer reported that after removing the tampon, a small part of it remained in her body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.